Event description:
Report received of an independent rate change due to cellular phone use near an IV pump. The pt was receiving an epinephrine drip of unspecified concentration and rate. The pt's family member received a call on their cell phone and the epinephrine drip that was infusing had a reported rate increase when the phone was answered. Details of the initial rate of infusion and what the rate changed to were not recalled by the customer contact. It was reported that the staff caught the rate change immediately. A total bolus of 10.5mg of epinephrine had been administered to the pt due to the rate change. It was reported that the pt experienced an increased blood pressure, abdominal pain, cramping and vomiting. The pt was observed in the intensive care and there were no reported long-term effects. Though requested, there was no further info available.